Event description:
It was reported the patient experienced a non-union, as a result a revision surgery was conducted. During the revision surgery, the plate was found broken.

Manufacturer narrative:
The evaluation of the returned plate confirmed the compression slot was broken.